Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: 2338/1354, FDA patient problem code: 2199.

Event description:
It was reported that 5 syringe 10ml saline fill ce had difficult plunger movement during use. The following was reported by the initial reporter: "the colleague from the emergency room reports about irregular difficulty in handling individual syringes from bdposiflush¿ xs with 10 ml. Nacl 0.9 %. The liquid in the syringe is always clear, the syringe is not noticeable on the outside. Although there was apparently no danger, the colleague rejected these individual stiff syringes for safety's sake and continued the flushing process of the respective, mostly peripheral indwelling venous catheter on the patient with the next syringe from the same batch."

Event description:
It was reported that 5 syringe 10ml saline fill ce had difficult plunger movement during use. The following was reported by the initial reporter: "the colleague from the emergency room reports about irregular difficulty in handling individual syringes from bdposiflush¿ xs with 10 ml. Nacl 0.9 %. The liquid in the syringe is always clear, the syringe is not noticeable on the outside. Although there was apparently no danger, the colleague rejected these individual stiff syringes for safety's sake and continued the flushing process of the respective, mostly peripheral indwelling venous catheter on the patient with the next syringe from the same batch."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 0225835 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the plunger rod was shown stuck at the 4 ml marking. As the original physical sample was not available for return, functional testing could not be performed. To further evaluate this issue, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were all inspected for plunger movement issues; however, no defects could be identified. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.